Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tenderness and drainage from the device pocket. The pocket was found to be infected and wound cultures were taken. The results were noted to have grown pseudomonas aeruginosa sensitive to cefepime. The patient was administered antibiotics and the implantable pulse generator (ipg) system was later explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.